Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as it's against hospital policy. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt twisted body while standing to turn and shut off t.v. His hip dislocated. Dislocation has happened multiple times since. Doctor believes it is because of poor positioning on his part."